Event description:
Tibial impactors cracked. The procedure was completed without complications. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the device associated with this report was returned for analysis. Examination of the device was not able to confirm the allegation, no cracks were identified on the device. However, the device was found to be broken from the middle section. The broken fragment was not returned for examination. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. --------------------------------------------------------------------------------------------